Manufacturer narrative:
The reported failure in the sub-test pressure transducer test during pre-use check was not reproduced during test of the returned air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test, during ventilator self-test. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).